Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2011. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. According to the csr's documentation, the patient denied taking any action in response to the reported meter issue and subsequently (at an unclear date/time later) the patient developed symptoms of dry mouth, dizziness, pains in feet and neck, vertigo, and frequent urination. The patient, however, denied receiving any form of medical intervention/treatment after the alleged issue occurred. During troubleshooting, the csr noted that at the time the alleged issue began, the patient was using the subject meter for the first time. The reported product issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.